Event description:
An altitude alarm was reported by the customer, causing the pump to stop delivering insulin. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support suggested cleaning the speaker holes with a brush and lint-free cloth and instructed to remove and reconnect the cartridge, allowing the pump to rest for five minutes before resuming insulin delivery. The customer was advised to call back if the issue persisted, and technical support planned to follow up to ensure the issue was resolved.